Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2007. It was reported that the pt's ipg was unable to communicate with the charger or programmer. Th pt reported that she last charged in late (B)(6) 2010, and she has not had stimulation since the beginning of (B)(6) 2010. It was reported that a replacement charger and programmer will be tried. The pt planned to schedule an appointment with her physician about the next course of action. No further info is available at this time.